Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience stent delivery (sds) noted contrast visible on the distal shaft which is consistent with preparation. The stent was dislodged from the balloon and not returned. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The balloon was loosely folded. The inability to cross a lesion can be affected by numerous factors. The tip length was measured and met manufacturing criteria. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Stent dislodgement can be influenced by many factors. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. In this case, follow up information received from the account confirmed the stent dislodged inside the rotating hemostatic valve (rhv) during removal of the sds. The stent was then lost on the table. It is possible an interaction with the lesion during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent. Further interaction with the rhv during retraction could have contributed to the stent dislodging. Return of the stent and rhv used in the procedure may have aided in the evaluation and determination of cause. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. In this case, the reported failure to advance appears to be related to the operational context of the procedure; however, a conclusive cause for the stent dislodgement could not be determined. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release.

Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: none. Although, it was reported that the xience v stent delivery system (sds) would not cross. Additional information received states that the stent had dislodged in the hemostat, subsequently the stent was lost on the table. No patient effects were reported. No additional event or patient information is available. This is being reported based on returned product analysis which revealed the stent dislodgement.